Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridge. Tandem technical support educated customer on the off-label use of reusing cartridges. There was no reported impact to the customer¿s blood glucose level. The customer declined to load a new cartridge and resumed insulin therapy with the existing cartridge.